Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure/power on self-test (post) audible alarm background watch dog failure. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, and a broken screw on the plunger tube. A 'primary audible alarm bgnd test' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.